Event description:
The customer reported that the device rebooted while being used to monitor and pace a patient during an internal transfer to the cathlab. The pacing had been paused and when the user pressed the pacer start button there was no reaction and then the device rebooted. No adverse patient impact was reported.

Event description:
The customer reported that the device rebooted while being used to monitor and pace a patient during an internal transfer to the cathlab. The pacing had been paused and when the user pressed the pacer start button there was no reaction and then the device rebooted. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.